Manufacturer narrative:
Batch review performed on 13 august 2021: lot 1908362: (B)(4) items manufactured and released on 7-nov-2019. Expiration date: 2024-10-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 13 august 2021: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot 1905651: (B)(4) items manufactured and released on 15-oct-2019. Expiration date: 2024-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event.

Event description:
1 year and 1 month after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.